Manufacturer narrative:
Reported lot 3002746 shows 1,800 units were manufactured and released with no exception documents cited. Visual: particulates were observed in the lumen. Functional: particles of dry spike adapter diaphragm shed were found in the drip chamber. Particles of dry spike adapter diaphragm shed were found in the IV line. Summary analysis: the complaint of material being shed into the fluid path was confirmed. The issue appears to be related to a usage technique that promotes dry spike diaphragm shedding during use.

Event description:
Possible ch-12 "dry spike" product failure. The dry spike appears to have shed plastic from the spike into the line. The plastic did not reach the patient. No patient involvement.

Manufacturer narrative:
Reported lot 3002746 shows (B)(4) units were manufactured and released with no exception documents cited.

Event description:
Possible ch-12 "dry spike" product failure. The dry spike appears to have shed plastic from the spike into the line. The plastic did not reach the patient. No patient involvement.